Manufacturer narrative:
H4 - manufacture date: 16-nov-2018. Claim (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive change over time. At a later date, the lens was removed and exchanged intraoperatively for a lens of a different diopter but same length. Cause of the event is unknown. The problem was resolved.